Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09773. It was reported that patient presented for a routine device change. Upon review, the right atrial lead exhibited noise. An x-ray revealed what appeared to be externalized conductors on the right ventricular lead. The physician decided not to replace the leads, as testing values were within normal range. The patient was stable and will continue to be monitored.